Event description:
Two different b-braun primary IV tubing sets (with the same lot number) had two different identified defects to them. The first tubing set started to profusely leak immediately upon the tubing being primed. The leaking appeared to be at the location where there is an exterior plastic accessory that connects into the pump; it was the top one that was leaking. The second tubing set had an overt kink that was significant, which made it very difficult to prime the tubing for medication infusion. These tubing issues did not reach the patient. All IV tubing sets with this same lot number were removed from service. The hospital's supply chain manager was notified and will be contacting the vendor directly to report these issues as well. Reference report: mw5165639.